Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 3 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated that one of the bags fell and became disconnected. The batch review was not performed because the lot number is unknown. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during dwell 3. The baxter technical service representative (tsr) explained the alarm. The home patient (hp) stated that one of the bags fell and became disconnected. The tsr had the hp recycle power and the hc alarmed se 2367. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.